Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of a breach in aseptic technique and peritonitis in a patient coincident with dianeal therapy. On an unreported date in (B)(6) 2012, the patient began automated peritoneal dialysis (apd) therapy. Apd therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date in (B)(6) 2012, the patient experienced peritonitis. Treatment was not reported. The patient was not hospitalized for the event. The cause of the peritonitis was unknown, but the patient thought it might have been due to a mask which did not fully cover his beard. On an unreported date, the patient recovered from the peritonitis. Further information was provided by a nurse on (B)(4) 2012. The nurse confirmed the event of peritonitis and the culture results. On an unreported date, the patient's mask didn't fully cover his beard. The patient was retrained. On (B)(6) 2012, the patient experienced peritonitis, due to the patient's mask was not fully covering his beard. The patient was treated with vancomycin for the event. The nurse confirmed that the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported by the nurse that the patient's mask didn't fully cover his beard. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause for the use error was undetermined.